Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #(B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-28 there was not enough information to determine the mlurc. Test strip UDI#: (B)(4). Note: manufacturer tried to make contact customer (several attempts) in a follow-up call to ensure that the meter is working as intended - unable to establish contact at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for "hi" blood glucose test results. Medical assistant is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi non-fasting. The customer's expected blood glucose test result range was not disclosed. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Medical assistant had disconnected call and no further information was able to be obtained.